Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and exchange from textured to smooth. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and exchange from textured to smooth. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, crease flat, wear abrasion, white calcification in the shell, cloudy in the gel, observed 40 mm dark patch edge material inside gel device and observed split in patch area, it is out of specification per qa 199.04. Split in patch area, assessed as a workmanship. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and exchange from textured to smooth. Device has been explanted.